Manufacturer narrative:
The device was returned for evaluation. The following was observed valve was found crimped over the proximal shoulder of the inflation balloon area. Two bent struts outwards at the inflow side (approx. 90 and 180 degrees, respectively). Three struts exposed at inflow side. Valve was expanded by edwards engineering with nominal volume. Leaflets dehydrated and slightly canted. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in technical summary. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with access vasculature resulting in additional percutaneous intervention, which did occur during this event. Trending analysis indicates complaint rates are within the initiation month control limit. As the complaint did not exceed the pra re escalation threshold, no further action is required. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per follow up information, access vessel was moderate tortuous. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per follow-up information and medical opinion, severe calcification was present in access vessels. Excessive device manipulation high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100 percent in process inspections performed in manufacturing process and product verification testing functional and visual on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (calcification, tortuosity) and or procedural factors (excessive device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifsciences affiliate in germany, regarding an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. During procedure, the commander delivery system and valve got stuck in the middle section of the esheath. The valve never arrived to exit the distal tip of the esheath. The commander delivery system, valve and esheath were retrieved as a single unit from the patient. When observing the devices after withdrawal, it was observed that the liner of the esheath was torn and there was a liner strand. The patient suffered femoral occlusion/stenosis which was surgically treated. The patient received a non-edwards valve valve from the other access side, but also with femoral complications. Patient recovered and was in good condition. As per the pre-decontamination evaluation findings, it was found a kink in the esheath hdpe, two tears and three strands in the liner. A pinhole was observed in the strain relief. Distal tip and soft tip were damaged, scratched visible at the distal part of the esheath. Valve was found crimped over the proximal shoulder of the inflation balloon area. Two bent struts outwards at the inflow side. Three struts exposed at inflow side.

Manufacturer narrative:
The device was received for evaluation. Investigation is underway.